Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Device lot number, provide only the actual lot if available? =>no information. Procedure? =>laparoscopic myomectomy. 2. It was reported that a female patient developed an abscess after a surgical procedure in which interceed was used. Did the patient receive any medical or surgical intervention to resolve the abscess or did the abscess resolve on its own? => antibiotics were administered as a treatment. There is no reoperation. There is an extension of hospitalization. 3. It was reported that the patient's amount of bleeding was ""a little bit lot"". Are you saying that during the procedure the patient bled more then normal and how is this associated with the interceed or was the reporting just making an observation in relationship to the patient and not the device or a patient consequence? =>no information. 4 in the event it was documented that ""the patient was hard to stop bleeding."" Please indicate if this was an observation in relationship to the patient and or patients history or did the customer indicate that the product impacted the amount patient bled or the product did not work as expected? =>no information. 5. Confirm the only patient experience was an abscess? =>after surgery, fever has occurred. Upon examination, abscess was observed. 6. What was the surgeon¿s opinion about the causal relationship between interceed and reported patient event? =>causal relationship between interceed and event is unknown.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on unknown date and the absorbable adhesive barrier was placed before closing the surgical wound. It was also reported that other contributing factor was hard to stop bleeding. After the procedure, fever has occurred and upon examination, abscess was observed. Antibiotics were administered as a treatment and there was no reoperation. There was an extension of hospitalization. The causal relationship between the absorbable adhesive barrier and event is unknown. The patient was discharged. Additional treatment was not planned. It was reported that this event occurred a years ago.